Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument had been put aside on the instructions of intuitive representative, with the request to send it in. It was defective. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no power was being supplied to the instrument. Customer suspects that the black power cable was defective. The procedure was completed using a replacement instrument.